Event description:
During follow-up, the device was found to have reached its elective replacement indicator (eri) prematurely. Premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The field complaint of suspected premature battery depletion was not confirmed. A longevity calculation was performed based on the programmed settings and usage data. The calculation showed the battery depletion was normal. However, it was found that the longevity estimate given to the field by the programmer was incorrect. The device was at its elective replacement indicator (eri) when received. Testing was performed on the ICD and the device was found to be normal; telemetry, pacing, sensing, impedance, high voltage output, high voltage shock, and patient notifier were tested on the bench. No anomaly was detected. The root cause for the inconsistent remaining longevity estimate near eri could not be conclusively determined.